Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose of 56 mg/dl but her sensor was reading 62 mg/dl. Customer stated that she treated with lunch and then her sensor glucose dropped to 44 mg/dl. Customer stated that it went into threshold suspend but her blood glucose is 83 mg/dl. Customer stated that she was having issues yesterday with differences in sensor glucose and blood glucose readings. Customer was receiving calibration errors and a change sensor alert. Customer stated that the sensor was only 1 day old. Customer's current sensor glucose is 44 mg/dl and blood glucose is 83 mg/dl. Difference between readings is not within an acceptable range. Customer stated that she has noticed bent cannulas on a previous sensor. Customer only calibrates when the pump alerts her to. Customer was advised to calibrate 3-4 times a day with stable blood glucose readings. Customer did not keep the bent sensor and could not return it.